Event description:
Went to tmj specialist for jaw pain- wore several contraptions including what I think was anterior growth guidance appliance (agga) device based on pictures, then braces for 5 years. I am in much worse place now than I was when I went in. Still have jaw pain, but amplified and gained a palatal tremor, neck and shoulder pain, constant spasm in my jaw area, 1 dead tooth removed and replaced, 6 crowns and recessed gums with teeth gaps. I have been to over 30 docs of all kinds- all the tests are negative, but I am 10000% miserable and broke trying to fix it. I have a 1-inch folder with stuff, and I doubt that is all of it-- I gave up trying to organize it. Lots of emails also. I have numerous photos of my face during the process and a video of the tremor.